Event description:
It was reported that the small volume folfusor was leaking. The leak was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between october 7, 2014-october 8, 2014. The actual sample was not available for evaluation. However, a photograph was provided for evaluation. Visual inspection of the photo showed no evidence of a leak on the device. The reported condition could not be verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.